Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient experienced poor vision quality. The lens was exchanged with an unknown monofocal iol after the initial implant procedure. The clinical reason for explantation was poor vision quality. Additional information has been requested.